Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving baclofen of unknown concentration at an unknown dose rate via an implantable pump for intractable spasticity and multiple sclerosis. It was reported that the patient¿s pump was stalled. The event occurred during normal use. The date of the event was unknown. It was further reported that the company representative received a call from the hcp at a pain clinic who stated they had not seen the patient for 5 years, but the patient had gone to his managing physician on an unknown date because his pump was alarming. They upped his dose and sent him home, but the patient stated that the alarm was still sounding about every hour. The company representative had not seen the patient and neither had the hcp at the pain clinic. They and a manufacturer representative were to see the patient on (B)(6) 2019 when his pump replacement was scheduled to confirm the motor stall. Surgery was planned. The issue was not resolved at the time of the report. It was noted that this was all the information the company representative was given over the phone. The company representative was to follow-up with the patient to obtain their managing physician information to follow-up for more details. The pain clinic hcp did mention that the managing physician did speak to someone from the manufacturer, but they were not sure who that was. Environmental/external/patient factors that may have led or contributed to the issue were unknown. The patient was without injury regarding their status at the time of the report. Other medications (oral, etc.) The patient was taking at the time of the event was unable to be obtained. The patient¿s weight and medical history were indicated as having been requested but were unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. A motor stall was confirmed. As per the logs provided the following occurred: (B)(6) 2018 at 21:46 - motor stall, (B)(6) 2018 at 22:39 - motor stall recovery, (B)(6) 2018 at 05:29 - motor stall, (B)(6) 2018 at 15:32 - motor stall recovery, (B)(6) 2019 00:11 ¿ motor stall, (B)(6) 2019 11:58 ¿ motor stall recovery, (B)(6) 2019 18:46 ¿ motor stall, (B)(6) 2019 08:25 ¿ motor stall recovery. The cause of the stalls were not determined. The patient denied exposure to electromagnetic interference, etc. The device had been mailed back to the manufacturer (manufacturer had not yet received the device yet). As per the pump¿s log, baclofen with concentration 2000.0 mcg/ml was being administered at a dose rate of 1,685.1 mcg/day as of (B)(6) 2018. The patient¿s new pump was administering lioresal with concentration 2000.0 mcg/ml at a dose rate of 1,500.4 mcg/day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative. It was clarified that the report before that the device/pump had been mailed back to the manufacturer was incorrect. It was clarified that the healthcare provider would not release the pump for return, so it would not be returned to the manufacturer.